Event description:
Customer stated that an employee opened a pack of neutralon surgical gloves and a scalpel came out injuring the employee. The employee was taken to the e.r. And received stitches. The packages were looked through and a second pack was found with another scalpel inside.